Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported a noise louder than the cycler, distorted screen and received an air detected in cassette alarm and a volume error warning during dwell 2 of 4 of treatment and the treatment was cancelled. The cycler was rebooted, bypassed to drain, the warnings reoccurred but the screen returned to normal. Warnings occurred several times. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient stated that they drain manually and then fill manually. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient refused a new cycler. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing capd treatment and is considering transitioning to capd and discontinued pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported a noise louder than the cycler, distorted screen and received an air detected in cassette alarm and a volume error warning during dwell 2 of 4 of treatment and the treatment was cancelled. The cycler was rebooted, bypassed to drain, the warnings reoccurred but the screen returned to normal. Warnings occurred several times. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient stated that they drain manually and then fill manually. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient refused a new cycler. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing capd treatment and is considering transitioning to capd and discontinued pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported a noise louder than the cycler, distorted screen and received an air detected in cassette alarm and a volume error warning during dwell 2 of 4 of treatment and the treatment was cancelled. The cycler was rebooted, bypassed to drain, the warnings reoccurred but the screen returned to normal. Warnings occurred several times. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient stated that they drain manually and then fill manually. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient refused a new cycler. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing capd treatment and is considering transitioning to capd and discontinued pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment post-accelerated stress test 2 hour 15 min 8500 ml test was performed and passed. The sound emitted by the cycler during the treatment test was normal. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there was fluid in the hp2 filter of the pump assembly. The cause of the encountered fluid could not be determined. Fluid in the hp filters is related to the reported symptom code air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.